Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1007417. D4: medical device expiration date: 2022-06-17. H4: device manufacture date: 2021-01-07. H6: investigation summary mgit 960 supplement kit batch 1007417 is composed of mgit panta batch 1007411and mgit 960 growth supplement batch 0352371. The batch history record review for mgit 960 supplement kit batch 1007417 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 1007417 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. Retention samples were inspected for supplement batch 0352371 (5 vials) and panta batch 1007411 (10 vials) and no crimp, vial or media defects were observed in any of these retention samples inspected. For further investigation two retention supplement vials batch 0352371 were used to reconstitute two retention panta vials batch 1007411 no signs of contamination were seen after the panta vials were reconstituted. One panta and supplement vials were incubated at 33-37 degree celsius. One panta and supplement vials were incubated at 20-25 degrees celsius. No signs of microbial growth were observed in any of the vials at either temperature by the sixth day of incubation. No photos were received to assist with the investigation. No returns were received to assist with the investigation. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit 14 tubes were discovered to be contaminated with gram-negative bacilli. Confirmatory gram staining was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: 14 mgit tubes contaminated with gram-negative bacilli. Which confirmatory test was performed that determined the presence of gram-negative bacilli? The confirmatory test was a gram staining performed directly from the mgit tube. Were patient samples involved? Samples involved were patient samples. If yes, were any erroneous results reported to the clinician? No because growth was too fast to suspect a specific mycobacterium growth.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit 14 tubes were discovered to be contaminated with gram-negative bacilli. Confirmatory gram staining was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: 14 mgit tubes contaminated with gram-negative bacilli. Which confirmatory test was performed that determined the presence of gram-negative bacilli? The confirmatory test was a gram staining performed directly from the mgit tube. Were patient samples involved? Samples involved were patient samples. If yes, were any erroneous results reported to the clinician? No because growth was too fast to suspect a specific mycobacterium growth.